Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 3.019v. Battery and electronics were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed front cap investigation. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. Therefore, the customer concern of inpen not pairing to app was confirmed. Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly when dialing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the inpen's doses were not registered to the inpen application. The customer also reported a screw movement issue that the insulin was not dispensed when the injection or dose button was pushed. The customer reported no adverse event. The event involved product(s) mmt-8060, mmt-105nnpkna. Troubleshooting was partially performed for the screw movement issue and doses not transmitted to the inpen application as the customer declined further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-8060. The customer will discontinue use of the inpen. Mmt-105nnpkna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.